Event description:
It was reported by the distributor that, "an ambulance corp attempted to cardio-convert a pt using this device and found that the connector was not the correct configuration. The defib pad could not be plugged into the defibrillator. The pt was delivered to the hospital where successful cardio-conversion was done."

Manufacturer narrative:
The fire department purchased the defib pads from, the distributor, who reported the problem to conmed corporation. The device is made by katecho, inc. For conmed corp. We have contacted the manufacturer and made them aware of the reported incident . We have requested a full investigation of their processes and production procedures for this product. The actual device and pouch were discarded by the fire department ambulance team. The root of these defib pads they had in their inventory are being returned for evaluation. A stop shipment has been placed on all of these devices while we are investigating the reported incident. A supplemental report will be filed when the investigation is complete.